Manufacturer narrative:
Blood was observed on the adhesive pad in the cannula and the reservoir of the returned device. The cannula assembly and bottom housing were checked under magnification for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. A tear in the exposed portion of the soft cannula was observed, where it was observed to leak. The timing and cause of the observed cannula tear could not be determined. The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported skin condition could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 304 mg/dl while wearing the pod. Investigation of the pod found a tear in the cannula. The device was originally reported for bleeding at the pod site.